Manufacturer narrative:
Concomitant products: 457445 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the patient received three inappropriate shocks due to oversensing, and the right ventricular (rv) lead exhibited high impedances and an apparent fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 29.5 cm from the connector pin. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.